Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive patch and cannula housing detachment from the spring while inserting the cannula into the body on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.